Event description:
It was reported that during an attempting implant when attempting to engage the left ventricular (lv) port set screw while attaching the lv lead, the set screw could not be accessed or engaged. A second set screw was given with same results. A new generator was implanted without complications. There were no adverse health consequences to the patient.